Event description:
It was reported that during a prolapse and hemorrhoid procedure the operation went smooth until the doctor opened the stapler. It cut without stapling. One full circle is bleeding. Doctor had to suture one full circle manually and spent 2.5 hours to stop the bleeding. The patient was still bleeding until one day post op (approx 5 times bleeding, total 600ml). The patient showed indication of peritonitis. On saturday ((B)(6) 2012), the doctor decided to perform a temporary colostomy. The patient was in the ICU until (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.